Event description:
Same case as MDR ID # 2134265-2014-01092. It was reported that a guide wire break occurred. The patient was undergoing a left heath catheterization procedure. Vascular access was obtained via the radial artery. The 185cm pt² guide wire was advanced from the radial access up to the shoulder and broke. Then a 300cm pt² guide wire was advanced with the intention of placing a catheter and snaring the first wire fragment; however, the 300cm pt² guide wire also broke. Vascular access was then obtained via the patient's leg. The physician went up through the right subclavian artery and the detached portions of the guide wires were retrieved successfully using a snare. The procedure was completed using another device. No further patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has the working length broken, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents body fractured and the distal tip kinked. All the outer diameter (od) were taken and all of them are according to specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following results: both samples presented multidirectional bending fatigue followed by tension overload as the mode of failure in the core wire in sample 1 and sample 2 wire. Based on failure mode type, fracture surface dimension and characteristics, the two samples match. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-01092 . It was reported that a guide wire break occurred. The patient was undergoing a left heath catheterization procedure. Vascular access was obtained via the radial artery. The 185cm pt² guide wire was advanced from the radial access up to the shoulder and broke. Then a 300cm pt² guide wire was advanced with the intention of placing a catheter and snaring the first wire fragment; however, the 300cm pt² guide wire also broke. Vascular access was then obtained via the patient's leg. The physician went up through the right subclavian artery and the detached portions of the guide wires were retrieved successfully using a snare. The procedure was completed using another device. No further patient complications were reported and the patient's status is fine.